Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2006 that a rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography procedure (female patient; age and weight are unknown). According to the complainant, "the balloon ruptured in the cbd (stones in the cbd)". There were no patient complications reported as a result of this event.